Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. The patient was asymptomatic. The recommended programming change were made.